Manufacturer narrative:
The customer's glidescope spectrum smart cable was replaced, and the reported glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issue. When connecting the customer's smart cable to a known, good, test monitor and test video baton 2.0, the image would cut out when the video cable was manipulated near the hdmi connector. The camera image quality test was performed and failed. The technical service representative attributed the image issue to a cable failure. Upon completion of the evaluation, the glidescope spectrum smart cable was scrapped, as the customer was already provided a replacement glidescope spectrum smart cable, and there being no repairs available. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would cut in and out when the cable was manipulated. The customer stated the connector on the cable felt a little "loose". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.